Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnosis procedure was being performed when the issue occurred and was completed by using another system with a delay of less than 20 minutes. The philips field service engineer (fse) visited system onsite and confirmed that the system was not turning on. Upon troubleshooting, the fse found fault with flexvision pc power supply. The supplier's part analysis conclusively determined the cause of the flexvision pc failure was due to power supply fault as the unit was not powering up. To resolve the issue, the fse replaced flexvision pc and reinstalled the software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.